Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) could not be released, and the deployment button would not depress at all. Manual compression was used for hemostasis. There was no reported patient injury. The physician was certified to use the exoseal vcd. The exoseal vcd was stored and prepared according to the instructions for use (IFU). There were no obvious signs of device or packaging damage prior to use. The exoseal vcd was used in an interventional procedure and was performed using a retrograde approach. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to a solid black color. The indicator window was showing solid black at that time and did not show any red color during retraction. The device was not attempted to be deployed outside of the patient. Pulsatile flow was observed from the bleed-back indicator. After removal from the patient, the plug did not detach from the exoseal vcd. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, and no obvious calcium deposits, plaque, stent, or stenosis greater than 50% were seen at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. Prior to use of the exoseal vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device will be returned for evaluation.